Event description:
It was reported that during an carotid artery stenting procedure, stent deployment failure and shaft damage occurred. The lesion was located in the severely calcified internal carotid artery. The lesion details are unk. A carotid wallstent 10x24mm was advanced to the lesion and "not optimally placed." Another of the same device was advanced and failed to deploy. The shaft was broken. The procedure was stopped. The pt condition is reported as "stable."

Manufacturer narrative:
(B) (4).